Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) during dwell 4 of 5 on the home choice (hc). The home patient (hp) stated he did not know what to do so he shut the hc off, disconnected and did a manual drain. The technical service representative (tsr) verified the alarms via the alarm log. The setup was still in place and they found that a supply bag was not connected to the supply line. The bag was empty and there was no spill, so the bag must have been disconnected after it became empty. The tsr advised the hp to call his nurse for clinical advice. The hc was reset and ready for the next setup/therapy. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore a batch review will not be conducted. This complaint for a system error (se) 2240 (air in set) was confirmed. The technical service representative found that a supply bag was not connected to the supply line. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. This issue is being investigated through CAPA. If additional information becomes available, then a follow up MDR will be submitted.